Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received the pushwire was in three segments and proximal and middle pushwire segments were retained together by the release wire. The implant coil was not returned as it was lost during the procedure. The proximal and distal segments were found bent and the middle segment of the pushwire was found to be intact distal to the break indicator at the manual detachment location. The definitive cause of the reported events could not be determined. It is possible that the pushwire broke as a result of the manual detachment attempts. The multiple breaks in the pushwire, at the incorrect location may have led to the difficulty experienced in detaching the implant coil. All parts of the pushwire that could affect detachment were within specification. All coils are 100% inspected for damages and irregularities during manufacture. *note: per the axium prime coil instructions for use (IFU): "if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher)." Also, "in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU."

Event description:
Medtronic received information that this coil was not able to placed in the aneurysm and was not able to detach with the manual detachment method (breaking hypotube method) during the coiling treatment of a small cerebral aneurysm. It was reported that the physician had difficulties placing the coil in the aneurysm but eventually managed to place it into the aneurysm. The physician tried to detach the coil with manual method but the coil would not detach. The physician decided to remove the coil. However, the coil then prematurely detached and the physician was not able to visualize it anywhere. Angiographic imaging confirmed the coil was not inside of the patient. A new coil was inserted and the procedure was completed successfully. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.